Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during unpacking, it was noted that the hemostat was broken in half. The procedure was completed with another hemostat. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the hemostat revealed one side of the handle to be broken between the hinge and finger ring. The fracture surfaces presented no voids in the material or other casting imperfections. It was noted that the condition of the returned unit was consistent with the complaint incident that the hemostat was broken. Per the event information, the issue was noted during unpacking and outside the patient. Therefore, the most probable root cause of "handling damage" is selected for the complaint. Device history record (DHR) review of lot number 16307914 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16307914.

Event description:
It was reported to boston scientific corporation that a endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the physician noticed that the hemostat was broken. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.